Event description:
Information received from the field does not address the patient's clinical status but notes a high bipolar capture threshold of 3.75 v, 0.5 ms and an impedance of 1378 ohms. Unipolar thresholds were 1.25 v, 0.4 ms with an impedance of 309 ohms. Due to the patient's age and condition, the physician did not want to perform a revision. The device was left in the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received